Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that srom metal on metal hip implanted by the surgeon approximately 9 years ago. All implants were in good position. Patient underwent revision surgery to replace the mom articulation. A metal srom head of the same length was reimplanted with a 40/60 + 4 10 degree altrx liner. The patient was thought to have an adverse metal reaction, caused by the trunion of the stem, the mom bearing surface seemed to be fine and not causing any debris. Update sep 09, 2017 records reviewed. As trunnion of stem was implicated as likely source of metal wear and the adverse metal reaction, an unknown s-rom stem has been added and reported for metal bearing wear and metallosis. Complaint updated on: oct 6, 2017.